Event description:
Per the audiologist, the patient developed granulation and infection at the site of the implant after scratching the implant/coil site. The skin flap was repaired by a plastic surgeon, but the patient again developed infection at the site. The patient was admitted to the hospital for a revision surgery in 2008, but was then discharged before the surgery due to financial issues. The device was explanted some few days later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.